Event description:
It was reported a merlin.net transmission showed non sustained rv oversensing. It was discussed that the noise was not present in egm, and that the mismatch between sensing in the v sense amp and discriminator channels were triggering the non sustained rv oversensing. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.